Event description:
Device appears to be under sensing on atrial lead and appears to result in inappropriate atrial pacing. Noted on episode recorded on (B)(6) 2025. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).